Event description:
It was reported via repair work order that the bed exit alarm was not working as it was not zeroed prior to use. It was further reported that the nurse call cable was torn with exposed inner conductors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.